Event description:
It was reported that (1) tlc55 and (1) tcr55 were used during a laparoscopic ablation of endometriosis procedure. It was reported by the rep that the surgeon attempted to fire instrument and it would not fire. Reloaded the instrument and it again would not fire. The surgeon hand sewed to complete the case. There was no consequence to pt.